Event description:
It was reported, the pt is experiencing an increase in the recharge burden of her ipg. The pt stated, she was charging her ipg every two to three days and now she is having to charge twice a day. A replacement charger did not resolve the issue. Follow-up info identified the issue is not resolved; however, there are no plans to undertake any surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.